Event description:
The facility returned the device for service with the report of "low flow volume." During service testing, baxter service technician reported that the device underdelivered. The hosp rep stated they have no record of any patient incident involving the pump since the last baxter service event.